Event description:
Report of explant of device system due to "infection at site" rec'd per annual device tracking report. F/u with hcp revealed the onset of the infection was "6/2001" (presuming error in year of hand written date) with symptoms of fever, swelling, drainage, pain and incisional wound opening. The device pocket was the primary location of the infection. Cultures were obtained of the device pocket and cerebro spinal fluid but results are unknown. The treatment known to be administered was total device explant. All other treatment and the outcome for the pt was not known by the hcp of record.